Manufacturer narrative:
This lead remains implanted and in service. As such, physical analysis has not been conducted in our laboratory. However, a review of product literature was conducted and determined that perforations are a known inherent of implantable leads, as described in device labeling.

Event description:
It was reported that this pacing lead was implanted in a canine. At a veterinary follow up about three months post-implant, a lead perforation of the right ventricle and intermittent loss of capture were observed. No intervention was performed.